Event description:
This case was reported by a drug store manager, and described the occurrence of dyspepsia in a male pt, who received triple salt dental adhesive cream (poligrip ex) for loose denture. A physician or other health care professional has not verified this report. Concurrent medications included double salt dental adhesive cream (poligrip free) with which the pt experienced no adverse reactions. On an unknown date, the pt poligrip ex., at an unknown time after starting the product, the pt experienced dyspepsia and nausea. It was reported that the pt visited the hospital due to these symptoms (details of visit/admission were unk). At the time of reporting, the outcome of the events was unknown. Poligrip ex is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).